Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient presented for a device check. Impedance increase, oversensing, and inappropriate therapy due to noise was found. Further review of the device information revealed that vf was induced by the inappropriate therapy, which the device was successful in terminating. The lead was replaced. No further patient complications were reported as a result of this event.